Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the lad. One day post index procedure perioperative myocardial infarction was reported. The investigator assessed the event as not related to the index device or antiplatelet medication. Sponsor assessed the event as not related to the device or antiplatelet medication. The patient recovered.

Manufacturer narrative:
Cec adjudicated mi as non q wave mi (target vessel), mdt extended historical peri pci in the lad. Side branch occlusion was reported. If information is provided in the future, a supplemental report will be issued.